Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer to inspect and clean the pump, but the error persisted, leading to the decision to replace the pump. The customer planned to use multiple daily injections as a backup therapy and was instructed on returning the faulty pump.